Event description:
When the patient was positioned on the operation room table top, the back plate collapsed and the patient fell. The staff caught the patient before he hit the floor. No injury was reported to maquet. (B)(4).

Manufacturer narrative:
A maquet representative visited the customer and found worn toothed washers on the interface between the operation room table top and the back plate 1150.31. This resulted in improper fixation of the back plate and caused the unintended movement. The maquet representative learned that the customer used a (B)(4) shoulder positioner together with the alphamaquet operation room table top 1150.30 and the back plate 1150.31. This accessory is not approved for the use with alphamaquet. The use of this accessory on the back plate 1150.31 causes the toothed washers of the interface to wear out due to high forces. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.